Event description:
Lift team staff were lowering head part of the shuttle sizewise bariatric chair, when the head part jerked down quickly. Patient immediately c/o (complained of) back pain. Patient stated that "it felt like a whip lash." Central supply notified. Sizewise representative assessed the chair. Ordered spine xray. No patient harm: negative xray.